Manufacturer narrative:
The case description states the user experienced an uncommanded bolus of 2 units with 51 carbs factored in. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the engineering logs from the date were found to be overwritten due to continued use of the system. Inspection of the audit logs confirmed the delivery of a 2 u bolus with 51 carbs on (B)(6) 2024 as reported. The confirm bolus button was pressed in order to deliver this bolus. Inspection of available log files shows interaction with all other boluses. No evidence of an uncommanded bolus was observed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. The device is being returned and a full investigation will be forthcoming. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
Customer's mother reports that her daughter gave herself a bolus earlier that day at 10:14 am, patient was at 121 mg/dl. At 11:25 her daughter noticed that the controller showed that there was another calculation and another bolus had been initiated, she noticed a calculation of 51 carbs and a bolus of 2 units, caller mentioned that her daughter did not do a second bolus and she is concerned that the controller may give her more insulin in a bolus without her knowing causing her to go low. There was no medical event or medical intervention required. The physical device is expected to be returned to insulet for further investigation and this case will be reassessed upon receipt of new information.